Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power supply on the universal battery charger device was not functioning. It was noted on the service order that the unit was not charging the batteries. It was further determined that the device had no function and was damaged from a fall; and the print holder was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.